Manufacturer narrative:
The pump was returned, and analysis found end of service due to time progression.the catheter (8709) was returned, and analysis found the catheter body was deformed in shape and-or abrasion that did not effect infusion. The catheter (unknown) was returned, and analysis found the sc connector had possible poor connection to pump causing leak or de tachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 20.0 mg/ml morphine at 1.0 mg/day, 166.7 mcg/ml fentanyl at 8.33 mcg/day, and 3.3 mg/ml bupivacaine at 0.1649 mg/day via an implantable pump for an unknown indication for use. It was reported that the patient came to the clinic as a new patient and had no complaints about the therapy. The patient was at eri and the replacement was routine. However, a catheter dye study was performed in (B)(6) 2019 and they were unable to aspirate. There were no environmental, external, or patient factors that may have led or contributed to the issue. A new catheter and pump were implanted. The issue was resolved and the patient's status was "alive - no injury". No further issues were reported or anticipated.